Event description:
Procedure type: laparoscopic left hemicolectomy. According to the reporter: after loading the sulu on the device, the handle was squeezed with pressing the green button, however, the knife stopped in the middle. Could not complete firing. Doctor states tissue was a bit thick but seemed to have no problem to use this product. After release from tissue with no damage, confirmed the malformed staple was tacked on the tissue. Using new one the case was completed with no problem. There was unanticipated tissue loss. There was tissue damage. Nothing fell into the cavity. There was no bleeding reported to excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).